Manufacturer narrative:
The device history record (DHR) review that there is no indication that the device, labeling or packaging failed to meet its specifications when released. Analysis of the returned device found that the guidewire introducer accessory was damaged as a result of handling of the device during use. Additionally, the guidewire was kinked from the proximal end and the distal section of the device was fractured with evidence of kinking. The device was hydrated and there were no anomalies noted to the outer coating of the device. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. As per the additional information, the introducer sheath used to facilitate the introduction of each guidewire into the microcatheter. The device was returned and noted to be fractured and kinked, the returned introducer was noted to be kinked. It is probable that the guidewire was damaged during insertion through the kinked introducer into the microcatheter causing the reported difficulty to advance and subsequent fracture. An assignable cause of procedural factors will be assigned to the reported event and the analysed, as the issue is associated with a product that meets stryker design and manufacture specifications and was used in according with the dfu but due to procedural and/or anatomical factors during use, the product performance was limited. This is 2nd of 2 reports.

Event description:
Analysis of the returned device revealed that the subject device distal tip was broken during use. There were no clinical consequence to the patient reported as a result of this event.